Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. The patient reportedly tried to replace the battery multiple times and only once did the audible and vibratory feature worked on the pump. The display screen reportedly still remained blank. It was noted that the battery shaft was oxidized. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: a review of the black box history revealed multiple unexplained power on reset (pors) events. No damage was found to the battery compartment or battery cap. Corrosion was found in the battery compartment. No leaks were found during a leak test. The pump was opened; no other moisture found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.